Manufacturer narrative:
Additional information was received on 04 nov, 2024 and section h11 should be reported as: the manufacturer received information alleging a patient's blood oxygen saturation decreased, the patient complained of difficulty breathing and a resuscitator bag was used. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section h1 was changed from serious injury to malfunction.

Event description:
The manufacturer received information alleging a patient's blood oxygen saturation decreased, the patient complained of difficulty breathing and a resuscitator bag was used. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's overhead blower filter was found to be clogged which affected the active exhalation control module function. The overhead blower filter and active exhalation control module need to be replaced to address the issues.